Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with blood glucose of over 400 mg/dl. The customer's current blood glucose was 135 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with an insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer also states the reservoir leak near o- ring. The customer states the leak is past 1st o ring. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.